Manufacturer narrative:
This report is filed, april 4, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. The patient was prescribed a four day course of oral teflex (date not reported) followed by a seven day course of oral clindamycin (date not reported). The implanted device remains.